Event description:
It was reported that a spectrum pump had an unspecified "reboot" problem. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "reboot" symptom, which was not reproduced. Multiple improper shutdowns were found through a review of the event history log. The evaluation was unable to determine the cause. The power cord adapter and back flex are known contributors to this symptom and have been replaced.